Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging a tagging feature issue with his onetouch verio iq meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on (B)(6) 2015 around mid-afternoon. The patient stated the tagging feature was not appearing on the screen. It is not known how the patient manages his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported developing symptom of being ¿shaky¿ and that his ¿sugar dropped¿ later that evening. The patient denied receiving any treatment as a result of the alleged issue. During troubleshooting, the customer service representative (csr) walked the patient through resolving the issue and the alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.